Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had a shaking and/or unstable image on the screen and background noise. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had a shaking and/or unstable image on the screen and background noise. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the display controller board, and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer, and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had a shaking and/or unstable image on the screen and background noise. There was no patient involvement, and no adverse event reported.